Event description:
Brainlab program not working, software not working. The rep for brainlab was contacted and able to pull up the software on his laptop computer and assist with the case. The surgery was delayed about 45 minutes. There was no patient harm. After the case, the tech installed an updated license on the facility's planning stations to include the required arc localizer for iplan stereotaxy. The system was checked by biomed and returned to service.